Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on two patients. The results provided were: (B)(6) = 1.04 / repeated =2.48 / (B)(6) = 1.08 / repeated = 2.35mmol/l (normal range 2.10-2.55mmol/l). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, review of service history, and a review of labeling. The complaint was associated with discrepant low calcium results generated by the architect c1600435. Abbott field service replaced the cuvette washer nozzle pair 1, high concentration waste tubing, cuvette washer dry tips, r1 reagent probe, lamp, and the customer replaced the sample probe. The customer subsequently reported qc out of range for calcium and phosphorus. Field service then replaced the r1 complete reagent syringe, pn 2-89398-02, which resolved the issue. The complete reagent syringe was not available for return. A review of service history for c1600435 found no subsequent reports of erratic or discrepant results since the complete reagent syringe was replaced. A review of complete reagent syringe pn 2-89398-02 trending and complaint data did not identify any issues or trends of the complete reagent syringe causing the generation of discrepant assay results. A review of the c16000 complaints did not identify any related issues or trends. The architect system operations manual provides information with regard to limitations of result interpretation, required maintenance, component replacement and verification, and troubleshooting the reported issue. The complaint investigation information does not reasonably suggest a device malfunction caused the issue. The discrepant result issue was resolved by replacing a used r1 complete reagent syringe. Based on this investigation a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred, therefore no further action is required.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.